Event description:
Info received indicates that toward the end of the case poor product performance was noted when the unit allowed air to back-up within the circuit. The product problem was corrected during the case with no effect to the pt.